Event description:
The bench technician found a loss of audio on the telemetry device. The issue is not associated with a death, serious injury, product design, or labeling deficiency. No adverse event involving patient or user was reported.